Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implant quit 4 days prior to the report and he was not doing good because he was in a lot of pain. The patient¿s pain was preexisting, and he noted that the device helps some, but when the pain gets up there, the device doesn¿t help. The patient did not think that the implantable neurostimulator recharger was working. The green light was on the desktop charger. The patient unplugged the connector pin and then plugged it back in and the implantable neurostimulator recharger started to charge. The patient was going to let the implantable neurostimulator recharger charge and then was going to charge his implant. There were no further complications reported.